Event description:
It was reported that within a few days of implant, the atrial lead had dislodged. Additionally, the ventricular lead exhibited varying thresholds. The atrial lead was revised and both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.